Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed. This is report one of five reports (3007042319-2015-03980,3007042319-2015-03981, 3007042319-2015-03982, 3007042319-2015-03983, & 3007042319-2015-03984) submitted for devices related to the same event.

Event description:
It was reported by the medical personnel that the patient came to the hospital and reported power sources change from one to the other earlier than expected. This occurred approximately within a week from each other. Patient also suspects a problem with the controller. All 4 batteries and the controller were exchanged and no further problems reported. No reported consequence to the patient. Investigation is ongoing. This is report 2 of 5.

Manufacturer narrative:
This device is used for treatment not diagnosis. The battery ((B)(4)) was not returned for evaluation. Based on the results of an internal investigation and field actions, no additional investigation of this event is required at this time for this battery. The investigation determined that there is a potential for these batteries to malfunction due to faulty lishen cells within the hvad battery pack. This potential malfunction could have contributed to the reported event. This is a known issue that was investigated by the manufacturer and correction is currently being implemented under field safety corrective action (fsca). Z-1607-2014. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary urgent medical device correction; communication was issued to the sites and patients within the united states on may 11, 2015. A urgent field safety notice was sent to sites and patients not within the united states on may 14, 2015. This is report one of five reports (3007042319-2015-03980,3007042319-2015-03981, 3007042319-2015-03982, 3007042319-2015-03983, and 3007042319-2015-03984) submitted for devices related to the same event.

Manufacturer narrative:
Additional information received batteries (B)(4) were returned and require analysis. This is one of five reports (3007042319-2015-03980,3007042319-2015-03981, 3007042319-2015-03982, 3007042319-2015-03983, & 3007042319-2015-03984) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.